Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station scanner failure. A field service engineer identified a malfunctioning jadak scanner and proceeded to replace it to rectify the issue. The system functioned as intended after field service engineer troubleshooting.

Event description:
It was reported by the customer that the pyxis medstation es system station scanner not working. A customer has indicated that user was unable to issue medication for patient due to reported malfunction. There were no adverse events or injuries reported based on this event.